Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in backup vvi. The pacemaker was not used and no patient was involved.

Manufacturer narrative:
Final analysis found the pacemaker in backup operation as a result of cold temperature consistent with xena ic anomaly.